Event description:
The pt, a iddm, was reportedly very tired, "she was comatose" on 10/3, with symptoms of nausea, vomiting and headache. She had been obtaining blood glucose results on her meter in the 60's for several days prior to 10/3. Based upon these low results, her insulin was withheld. The pt was transported to the hosp where a blood glucose result of "over 600" was obtained (method unknown). She was treated with insulin and IV's in the ER admitted for hyperglycemia and released on 10/6. Calibration status is unknown at this time, quality control tests are not performed on the meter.